Event description:
Consumer reported she wore ace heat therapy patch on her lower back overnight. When the patch was removed, she suffered from skin irritation, as day progressed; she found that her skin was severely blistered and burn has resulted in a scar. Consumer was seen by a doctor and medication was prescribed for burn treatment.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.